Manufacturer narrative:
There was no reported device malfunction. Neurological deficit and visual disturbances are known potential adverse events associated with the use of carotid stents as stated in xact instructions for use. Review of the device history record did not reveal any related nonconforming material records which could have contributed to this incident.

Event description:
Device malfunction: none. Symptoms/ae: double vision, partial gaze palsy. Time of symptoms/ae: 1 day post procedure. It was reported the one day post successful implantation of the xact stent in the heavily calcified right internal carotid artery, the pt experienced diplopia and a partial gaze palsy. All symptoms resolved within nine days without treatment. MRI and mra of the brain showed no abnormalities. There was no adverse pt sequelae. Though requested, no add'l info was provided.